Event description:
It was reported that a right ventricular leadless pacemaker dislodged during implant after separation. The device was retrieved from the pulmonary artery and had a stretched helix. The device was then replaced with a new one to complete the procedure. Patient had no other complications.